Event description:
Customer reported a compromised force sensor system while priming. The customer's blood glucose was 188 mg/dl. The customer stated she received a rewind message after the alarm had occurred. The customer stated she did not drop or bump her insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a protruded drive support disk. No alarm for the protruded drive support disk could be verified due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.